Event description:
It was reported that a cartridge alarm 16 occurred. Customer¿s blood glucose value was around 250 mg/dl. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.